Manufacturer narrative:
This report is submitted on september 16, 2019.

Event description:
Per the clinic, the patient experienced skin hypertrophy, thickening and pain at the implant site. Treatment with topical and oral medication (type not reported) was unsuccessful. Subsequently, revision surgery was performed on (B)(6) 2018, and the internal magnet was removed to convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, which remains insitu.